Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. As of january 30, 2019, the rate seen (41 worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced numbness and muscle weakness in left hand 2.3 months post miradry treatment. Medrol packs were prescribed but symptoms did not improve. Treatments with an e-stim machine were ordered for the patient's muscle and hand weakness. Treatments began about 3 months post-treatment. Clinic confirmed the symptoms were improving.